Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The cuttings in the insulation 29.5 cm distal the connector pin occurred most likely during the surgery. The steroid collar was found damaged. During the mechanical inspection a stylet could not be properly introduced and advanced within the lead's lumen. Next, the lead was destructively analysed and coagulated blood was identified in the lumen of the lead causing the inability to advance the stylet properly. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In summary, there was no sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to intermittent loss of capture. Should additional information become available, this file will be updated.